Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the patient gained an undisclosed amount of weight and the pump was moving in the pocket. The patient was complaining of return of some pain for several weeks. The pump was nearing early replacement indicator (eri). The hcp planned to move pump to the back. On (B)(6) 2024, the hcp investigated the pocket and discovered some twisting of the catheter. He attempted and failed to aspirate. He untangled the twisted catheter and was able to aspirate. He revised the existing 8780 catheter with an 8784, replaced the pump, and moved the new pocket to the patient¿s back. The revision/replacement procedure was successful.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (unknown concentration at 9.5 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient has gained weight and the pump was moving around in the pocket. The patient was not complaining of any signs or symptoms. It was reported that no diagnostics had been performed. Surgical intervention was planned and scheduled for (B)(6) 2024. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.